Manufacturer narrative:
The reported event was confirmed as product was returned and visual examination of the returned replacement impactor pad identified signs of repeated use (nicked or gouged) and two prongs have fractured, not all pieces were returned. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a total knee arthroplasty was performed, and after impaction, the surgeon found that the pad was fractured. No foreign material remained in the patient¿s body. There is no additional information at this time.